Event description:
It was reported that the fiber cap detached during the prostate procedure at 83,210 joules. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The procedure was completed with a second fiber. "No harm to the patient" reported.

Manufacturer narrative:
Event problem codes, the component codes fiber and cap are associated with the device code broke.